Event description:
A patient in the pediatric intensive care unit (picu) receiving continuous veno-venous hemodialysis (cwhd) was ordered for a dialysate solution. The solution was a 5 l baxter prismasate solution with two compartments (a and b) that required mixing prior to administration. The initial dialysate solution was started by a dialysis nurse, but the subsequent solutions were changed by the nurses in the picui caring for the patient. The dialysate solution was exchanged twice by one nurse with an additional nurse providing a second verification. During both exchanges, the nurses did not mix the two compartments of the dialysate solution. The patient decompensated and required multiple interventions to manage hyperkalemia and hypercalcemia secondary to not receiving the complete dialysate solution. The primary nurse taking care of t he patient reported she was unaware the two compartments had to be mixed, and the second nurse did not realize the compartments were not mixed while verifying the dialysate solutions. Outcome: the patient decompensated and required multiple interventions to manage hyperkalemia and hypercalcemia secondary to not receiving the complete dialysate solution. Ismp, 5200 butler pike, plymouth meeting, pa 19462; phone: 215-947-7797; email: (B)(6) . Submission ID: (B)(4). Reference report: mw5144606.